Manufacturer narrative:
Date of explant was inadvertently entered incorrectly in initial report due to update.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-03773. Follow up revealed that the patient's system was not explanted as previous reported in initial report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-03773.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2019-03773. It was reported that the patient's scs system may undergo surgical intervention at a later date.